Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was depleting abnormally. Analysis showed that the power graph attached atrial fibrillation (af) had recently increased to full time where previously it was intermittent. The increase in power consumption is due to high rate atrial sensing of about 270 beats per minute (bpm). The device average power consumption was about 46 microwatts and the expected power consumption was about 32 microwatts. As of this time, the device remains in service. No adverse patient effects reported.